Event description:
It was reported that during a gastrectomy procedure, the staples of the proximal part were formed, but the other staples were not deployed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.